Event description:
It was reported that the customer was in the hospital for bypass surgery on his leg. While in the hospital, the customer began to experience high blood glucose levels, ranging between 200 and 300 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that the stress from the surgery probably caused his blood glucose to go high. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at the time. Further information will follow once the analysis has been completed.